Event description:
This complaint has been reviewed for the allegation that the device was alarming for the ventilator inoperative while in patient use. There was no patient harm or injury, and it will be reported as a product problem. Although there was no patient harm or injury, as the events do not meet the definition of a reportable serious injury complaint per the FDA regulations (21 cfr 803) this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.